Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn on. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 8.00am, she was unable to obtain a blood glucose reading because her ultra2 meter would not power on despite changing the battery. The patient stated that she manages her diabetes with a combination of insulin (levemir; 10 units) and oral medication (metformin; unspecified dosage). The patient denied making any changes to her normal diabetes management routine in response to the alleged product issue. The patient advised the csr that she experienced a symptom of ¿shaky¿ one hour after the product issue, at 9.00am, but was unsure if the symptom was attributed to a high or low blood glucose excursion. The patient denied receiving any treatment for her symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. It was noted by the csr that the patient was using the correct test strips during testing. Following education/training from the csr, the patient was able to turn the meter on by pressing the power button and with a test strip, per owner¿s manual. At the time of troubleshooting the alleged power issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because the subject meter would not power on.